Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was blood noted and vasopressor medication leaking from stopcock bridge attached to cvc lumen. The connections were checked and tightening attempted. It continued to leak and back flowed blood. Manifold quickly primed and medications reattached. The patient was on multiple vasopressor infusions to maintain blood pressure. Following product failure, the patient (critically ill and admitted to a critical care unit) had a substantial drop in blood pressure and the rn noted that blood and medications were leaking from the stopcock. No attempt to mitigate the ligate was successful so the rn switched to a different brand¿s manifold. Blood pressure was managed with emergency medications such as phenylephrine until the vasopressor infusions could be re-established through the manifold. This was a peri- cardiac arrest situation. There was patient involvement and harm reported.